Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is being filed to report irregular movement of steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to <1. There were no issues with the devices during the procedure. Minor bleeding in the femoral vein due to sgc having to be re-inserted after having to re-do the transseptal puncture because the sgc slipped back towards the right atrium. However, approximately 1 and a half hours after the procedure, the patient became unstable with hemodynamic issues. In the physicians opinion, the bleeding of the groin was not the cause of patient becoming unstable afterwards. The patient was sent to intensive care unit, and was stabilized. However, the patient died on (B)(6) 2020, but the cause is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement could not be determined. The reported hemorrhage appear to be due to procedural circumstances. The reported patient effects of hemorrhage as listed in the mitraclip instruction for use (IFU) is a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.